Event description:
Per the surgeon, the patient was explanted (date not reported) due to exposure of the implant. Information on reimplantation was not provided at the time this report was filed, 2009.